Event description:
Balloon assisted treatment of a recanalized ica (internal carotid artery) aneurysm. During the onyx injection, it was reported that the onyx hd500 streamed along the balloon before they could recognize it and a small amount of onyx ended up in the mca (middle cerebral artery). There was no diminished blood flow to the distal branches of the mca and the patient was taken to recovery after she woke up; however, she suffered a thalamic hemorrhage in the posterior circulation post procedure and expired.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).

Manufacturer narrative:
The other device involved in the event is:model: 105-8101-500, lot: 9631338 - dom: 08/16/2012 - exp: 10/31/2014. (B)(4).